Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that the valve was pushed into sheath when trying to insert the dilator inside the s carto vizigo¿ 8.5f bi-directional guiding sheath - small. The sheath was replaced, the issue resolved and the case continued. There were no patient consquences. On 2/13/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve appears dislodged inside of hub. Friction ring and brim cap remain intact. . This finding is also considered MDR reportable for the hemostatic valve separation.

Manufacturer narrative:
It was reported a patient underwent a idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that the valve was pushed into sheath when trying to insert the dilator inside the s carto vizigo¿ 8.5f bi-directional guiding sheath - small. The sheath was replaced, the issue resolved and the case continued. There were no patient consequences. Device evaluation details: the device evaluation has been completed. The device was visually inspected and hemostatic valve appears dislodged inside of hub. Friction ring and brim cap remain intact, a second closer visual inspection was performed and it was found that the hemostatic valve is folded inside the hub of the device. The device is kinked approximately at 5 cm from proximal. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the separation of the valve could be related to the procedure, however this cannot be conclusively determined. Root cause of shaft damage cannot be determined, however it could be related to shipping handling. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).